Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had lost about 60 pounds and they could feel the ins, can rub over the ins, it was uncomfortable at times, and it was closer to the surface. It was noted the implant was providing therapy for the patient. It was confirmed the device was not protruding from the skin. Additional information from the consumer regarding the patient on (B)(6) reported the steps taken to resolve the implantable neurostimulator (ins) being closer to the surface and being uncomfortable to times was they performed surgery to reposition the device both lower and deeper. The patient noted the ins being closer to the surface and being uncomfortable had been resolved. There were no further complications that have been reported as a result of this event.